Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Concomitant product: 5086mri implantable pacing lead (B)(6) 2012.

Event description:
It was reported that two days post implant, the right ventricular (rv) lead dislodged. The lead thresholds increased and had intermittent loss of capture. It was noted that the patient was anxious but was not symptomatic. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.